Event description:
It was reported that following a full revision of the vns device, the patient has "unfortunately not achieved seizure freedom following re-implantation", indicating that the patient is experiencing an increase in seizure activity, relationship to pre-vns baseline unknown. Attempts to obtain additional information from the treating physician are underway.